Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. An xt clip was prepared as per instruction for use (IFU) and all functionality was good during testing. The grippers were tested in the left atrium, and both worked. During grasping of the leaflets, while actuating both grippers, the anterior gripper (with tactile marker) would not lower. Several troubleshooting attempts were carried out, but unable to see the gripper moving on echocardiogram when the gripper lever was advanced. The clip was removed. Upon inspection outside the patient, the gripper was seen to be stuck in the upwards position and would not move when gripper lever was pushed down. A replacement xt clip was implanted with no reported issue, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. Additionally, the gripper cover was observed to be bulky and frayed and the clip cover was observed to be lifted and frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The observed bulky and frayed gripper cover is likely a result of troubleshooting techniques regarding the reported single gripper actuation issue or post-procedural handling. The observed lifted and frayed clip cover is likely a result of user technique of inserting the clip into the clip introducer or post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.